Manufacturer narrative:
The status instrument is capable of accepting and measuring reflectance from two different sample formats, either standard urine test strips or clinitest hcg cassettes. Customer reported that they observed a urine test strip stuck inside the instrument. A test strip stuck inside the status instrument may affect results by blocking the read window. Instrument taken out of service and sent back to MFR for eval.

Event description:
Five false positive hcgs were reported on clinitek status instrument. There was no report of adverse health consequences due to the discordant results.